Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. The suture broke during use. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of a voluntary medwatch report mw5104465. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate